Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for routine generator change on (B)(6) 2023. Prior to the procedure fluoroscopy revealed externalized conductors of the right ventricular lead. During the procedure the lead was connected to the new device and the initial electrical parameters were comparable to those with the previous device. However, when defibrillation threshold testing was performed the lead failed to deliver a shock. The lead was capped and replaced. There were no adverse patient consequences reported.

Event description:
New information received notes that the patient was stable before and after the procedure.